Event description:
Clinical specialist reported customer is heading to the hospital for dka. On follow up, patient reported elevated blood glucose level due to a bent cannula. Patient stated she received a hi (>600 mg/dl) reading and called the clinical specialist and then the paramedics. Patient reported her blood glucose level was in the 600s mg/dl at the hospital; was treated with insulin IV and then switched to insulin injections. Patient no longer has the alleged headset. No product to be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.